Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint medication is not flowing past the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: we need some assistance as we have been experiencing infusion related issues with the following bd 1.2 micron tubing sets. Nursing is experiencing issues with the medication not being able to proceed past the filter in the line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: we need some assistance as we have been experiencing infusion related issues with the following bd 1.2 micron tubing sets. Nursing is experiencing issues with the medication not being able to proceed past the filter in the line.